Manufacturer narrative:
The investigation found the acid of the supercap has leaked out as a result of a manufacturing error. Therefore the supercap and the surrounding electronic parts are corroded. This led to a loss of the time and date settings of the pump during battery change. The reviewed history showed that all programmed boluses were delivered as intended.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient experienced elevated blood glucose levels. At an unknown time the patient went to the hospital. At the hospital the patient's blood glucose level was 620 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The hospital did not provide any treatment to the patient. The caller reported that patient detached the infusion device and was able to self-treat with insulin injections. The patient was hospitalized from (B)(6) 2017 to (B)(6) 2017. The infusion device was requested to be returned for product evaluation.